Manufacturer narrative:
The hill-rom technician found the foot section latch bolts were loose. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician tightened the latch bolts and nuts to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot section came loose and fell off the bed. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).